Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.

Event description:
It was reported to boston scientific corporation that an endostat iii foot switch was used during a procedure (procedure name and date unknown). According to the complainant, two screws on the bottom of the foot switch became loose and snapped, which made it difficult for the physician to depress the pedal during the procedure. No issues were reported with the actual delivery of rf energy. The procedure was completed with this device.